Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the pericardial effusion. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The heart appeared to be a bit rotated which created minor imaging challenges. After the steerable guide catheter (sgc) was advanced to the left atrium, a pericardial effusion was noted. The procedure was aborted and the sgc was removed. Protamine was administered to reverse the heparin. Cardiocentesis was performed, but these did not seem to improve the condition. Surgical pericardial window and mitral valve replacement was performed. The patient did well with the surgery and has been extubated from the respiratory ventilator. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of pericardial effusion is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. Although a conclusive cause for the pericardial effusion and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.